Manufacturer narrative:
Assessment/investigation by merz: the batch record review for radiesse(+), lot a00235420, contains no nonconformance reports (ncr) or corrective /preventative actions (CAPA) related to this lot. A lot search in the global safety database was conducted on the reported lot and no similar events were noted. A review of trending for radiesse(+) did not identify any trends related to the reported issue (q4-2025 radiesse product family trending report, (B)(4), 11-may-2026); therefore, no negative impact to the benefit-risk profile was observed, indicating no systemic product quality issue. This case was assessed as serious per the following rationale: this case is considered as serious with the serious event vascular occlusion because treatment was deemed necessary to prevent permanent damage. The event injection site haemorrhage (non-serious) is consistent with localized reactions to dermal filler injections which are typically self-limiting and may resolve without medical intervention. Comprehensive corrective treatment included heat, massage, hyaluronidase, saline, carbon dioxide lyft mask, acetylsalicylic acid, sildenafil, a medrol pack and a hyperbaric chamber, with the outcome was considered as resolving for the event vascular occlusion and resolved for the reported bleeding. The events occurred in a compatible temporal and local relationship. The event injection site haemorrhage (non-serious) is equivalently expected as bleeding whereas the event vascular occlusion (serious) is expected based on the currently valid us instructions for use (IFU) of radiesse(+) and can occur after treatment with radiesse(+). The reported blanching is considered to be a symptom of vascular occlusion (serious) and therefore was not coded. Off label use of device and product preparation issue are coded for formal reasons only. An injection into the upper cheek is not an approved indication for radiesse(+) based on the us instructions for use (IFU). A dilution of radiesse(+) for injection into the upper cheek is not approved based on the us instructions for use (IFU). Possible confounding factor includes the patients previous face-lift procedure. The IFU of radiesse warns that special attention has to be taken in order to avoid that the implant is injected into the vasculature which may lead to embolization, occlusion, ischemia or infarction and to take extra care when injecting and apply the least amount of pressure necessary. According to the IFU, rare events associated with intravascular injection of soft tissue fillers into the face include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral haemorrhage, leading to stroke, skin necrosis, and damage to underlying tissues. The IFU recommends to immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin or unusual pain during or shortly after the procedure and patients should receive prompt medical attention. Nevertheless, during injection of fillers it can occur that a small blood vessel is occluded by two different mechanisms: directly by accidentally injecting the product into the lumen or indirectly when the product is placed next to a vessel and compresses it from outside. The clinical findings can differ from only discoloration of the concerned area due to congestion of the blocked vessels called livedo reticularis without tissue slough up to skin necrosis with tissue breakdown. In this case, only vascular occlusion was reported, with comprehensive corrective treatment provided and with a resolving outcome. Based on the information provided, causality is assessed as possibly related to the treatment with radiesse(+), however there is no indication that a product-related issue contributed to the events. This case is considered as serious and reportable to the FDA, as the event vascular occlusion was deemed to meet the serious criteria of required intervention to prevent permanent damage.

Event description:
Case description: this spontaneous report was received from a us nurse and concerns a female patient. The patient was injected with radiesse(+) into the lateral right upper cheek (off label use of device), on (B)(6) 2026 (reported as (B)(6) afternoon prior to the report). Batch number was reported as a00235420 (expiry date: 04-nov-2027). The batch record review was received and the lot number for radiesse(+) was confirmed as a00235420 (expiry date: 04-nov-2027). A lot search in the global safety database was conducted. Radiesse(+) was diluted at a 1:2 ratio (product preparation issue, off label use of device). A total of 0.7 ml of diluted radiesse(+) was injected from port site on zygomatic arch, and fanned up to temple and along the cheek for more projection. A 21 g cannula and a retrograde fanning technique were used. A total of 2-5 units of lidocaine with epinephrine (reported as lido with epi) was used at port site. The patient had a face lift in 2022. On (B)(6) 2026, after the radiesse(+) injection, the patient experienced a vein occlusion in the upper right lateral cheek. Immediately after the radiesse(+) injection, the patient experienced bleeding at the port site, and right away heat was put on it and it was massaged. Capillary refill (cap refill) was fine and she was let go. Later, the patient reported issues, and was brought back at around 18:30 h. She had blanching at the port site, likely due to lidocaine with epinephrine, and her capillary refill was slow. The patient was monitored for 2.5 hours. Corrective treatment was administered, and it included 1 ml of hylenex and 1 ml of saline, 15-20 min of massage, heat, carbon dioxide (co2) lyft mask. Capillary refill improved and the patient was sent home with 324 mg of aspirin and 50 mg of viagra. On (B)(6) 2026 (reported as (B)(6) morning prior to the report) at 9:30 h, the patient was seen again, and the capillary refill was fine. A medrol pack was prescribed, and a hyperbaric chamber was started. On (B)(6) 2026 (reported as (B)(6)), she picked up the medrol pack. Due to the provided information, the outcome of the event vein occlusion was considered as resolving, and of the event bleeding at the port site was considered as resolved.